Event description:
The pt claimed that the pump is not responding to the down arrow button. The pump reportedly has not been exposed to moisture and the rubber keypad is intact.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was intermittently responding to the down arrow button and there was adhesive/contamination found under the button contacts.